Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a customer received a result of 126 mg/dl on their blood glucose meter. The consumer immediately performed an additional two tests using a different nova meter and a different vial of test strips getting a result of 311 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.